Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for an unrelated device surgery. During the procedure, the left ventricular lead exhibited high capture thresholds. Under fluoroscopy the physician couldn't determine if the lead had moved but suspected a microdislodgement. During the post-op check the patient complained of a thumping sensation. The patient developed a fever and was treated with antibiotics and the lead reposition was postponed. On (B)(6) 2016 the lead was successfully repositioned. The patient no longer experienced the thumping sensation.